Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for investigation. The complaint was confirmed/duplicated. The cause was a defective motor. Visual and functional testing observed a damaged (detached) downstream occlusion (dso) seal, damaged battery compartment, missing battery door and defective printed wiring assembly (pwa). The motor, dso seal, battery compartment, battery door and pwa were replaced to correct the issue, and functional testing was performed after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device presented an alarm in red. No more information was provided. Patient involvement unknown.